Manufacturer narrative:
Patient informaiton requested however no response from the customer. Attempts to gain more information have yielded no response from the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device auto-cycling while in use. No patient harm reported. Patient information requested.